Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The doctor wanted to send the robot on the trajectory and nothing happened. Later in the surgery, the doctor sent the robot on the trajectory and the robot moved to home position.

Manufacturer narrative:
It was reported that during a surgery, the robot arm didn't move after it was send to trajectory. According to the results of the technical investigation, the event was caused by a known bug: (B)(4).